Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt charged his controller and his ins but he said that his programs are missing and he tried setting them but he said that all of his therapy is hitting the same spot. Patient redirected to f/u w/his mdt rep for reprogramming